Event description:
Event description guidant received information that during the device replacement procedure, when the device was pulled from the pocket, the header completely separated from the can. The patient was dependent, however the physician was able to disconnect the leads from header and hook the patient to the pacing system analyzer. The device will be returned for analysis.